Event description:
User received one pt sample that gave discrepant results for beta hcg. Initial result run in sample tube gave negative (.458 miu per ml), repeat result run in cup gave >10000 miu per ml. Sample was repeated a second time with dilution giving 112027.0 miu per ml. User said there was no resulting treatment or actions based on the result. Customer changed to a new lot of reagent and calibrator which improved the performance of the assay. If add'l info is received, appropriate notification will be provided.